Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. The imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2025. Coiling materials in the patient (at the lumbar arteries) are causing artifact on the images at the level of the proximal trunk and lower, of the implanted device. Axial images show streak artifact on the imaging due to the metallic densities of the coiling materials. The length from the left renal artery (lra) to the proximal circumferential device appears to be 7mm, by centerline. Calcium and artifact make visualization of the proximal portion of the graft difficult. Aortic diameters within the proximal 15mm distal to the lra appear to range from 21.3mm ¿ 30.1mm. Reconstruction and axial images show contrast in the proximal aneurysm sac thereby confirming a proximal type I endoleak. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent an unknown procedure, utilizing gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3), to treat an aneurysm. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent cta imaging. On (B)(6) 2025, gore imaging sciences received patient images, and reported that a type 1a endoleak was observed for this patient. It was reported the patient will undergo reintervention surgery in which an aortic extender will be implanted. The date of surgery has not been scheduled yet and will be performed at a later date. No further patient information is available.